Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The reported difficult imaging was due to patient anatomy and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional tcds0302-xtw devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023 a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 3. One triclip was placed anterior/septal commissure, but detached from the septal leaflet. The procedure ended with tr unchanged grade 3. On (B)(6) 2024, an additional intervention was performed due to the clip detaching from the anterior leaflet (single leaflet device attachment (slda)) and recurrent tr grade 5. Four total triclips were implanted in the intervention. The first three clips were implanted successfully. A fourth clip was then advanced to further reduce tr, but contacted the third clip xtw (lot: 31201r2117) causing it to detach from the posterior leaflet (slda). The slda was then stabilize via implanting the fourth clip. The procedure ended with tr reduced to grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.